Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that when shaping the guidewire, it felt different from normal use, and shaping was not possible as usual. When placed in the left ventricle, it pointed toward the posterior wall, and even when pushed and pulled, it kinked and got stuck. The wire was removed and reinserted using a new one. The product was discarded and there was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation type and h6 component codes were updated accordingly based on the completed investigation. The cause of guidewire kink was not determined due to lack of clinical details, no product returned for analysis.

Manufacturer narrative:
Updated information: d6b explantation date added.